Event description:
It was reported that during a lap gastrectomy procedure, the staples did not form properly. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.